Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons on unknown date. A new artificial urinary sphincter consisting of a 50. Cm cuff, pump, and balloon were implanted on (B)(6) 2018. Analysis results the complaint component was returned for analysis and confirmed to meet specifications. The product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons on unknown date. A new artificial urinary sphincter consisting of a 50. Cm cuff, pump, and balloon were implanted on (B)(6) 2018.